Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip device was returned for product evaluation. Only the carrier tube assembly was received with the bypass tube on its original manufacturing positions. No other accessory components were returned. Visual inspection revealed that the carrier tube was found bent near head of the sleeve. The deployment sleeve of the carrier tube was found to be in the forward lock position. The tip of the carrier tube was examined under the microscope and a kink were identified at end of the proximal portion of the manufacturing slit in the carrier tube assembly. The bypass tube was found to be protecting the anchor of the carrier tube assembly at its correct manufacturing location. The dried collagen had expanded from the manufacturing slit due to contact with the blood. No other visual anomalies were noted. No functional testing was possible due to hemostasis sheath was not returned for analysis and the state of the returned device. Dimensional testing was performed. The od of the carrier tube was measured to be 0.080" which was within the specification of 0.080" +/-.005. Measurements was within the manufacturer's specifications. Based on the returned device, the complaint could be confirmed for insertion difficulty experienced by the user. The kink and the bend in the carrier tube were likely caused due to the insertion difficulties into the hemostasis sheath. The exact cause of the insertion issues experienced by the user cannot be determined but it is likely that the attempts at device insertion using the carrier tube hub instead of the tip (without holding bypass tube) led to the kink which precluded further insertion or the carrier tube is exposed to moist or blood that led to premature swelling of the collagen that caused the resistance during insertion. The carrier tube was dimensionally tested and no anomalies were noted. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal would not seat into the sheath. Another angio-seal was opened and worked. There was no patient injury/medical or surgical intervention required. The patient was fine, and the procedure outcome was successful. Additional information was received on 12feb2021. The type of procedure performed was a left leg intervention using a 6fr procedural sheath. The issue was discovered prior to use.